Manufacturer narrative:
Additional information received by reporter reveals that this is a non-reportable incident. No serious injury occurred in this incident.

Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, universal handle: breaking of the teeth conjunction broach tip zelpi retractors: the self retaining teeth doesn't keep the position round calcars: breaking of the conjunction fillet surgery was extended greater than 30 minutes.